Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3- 4. One clip was deployed without issue. A second clip was advanced into the anatomy. It was noted that due to a rotated heart it was difficult to steer the clip and there was a lot of tension on the clip. It was also noted that imaging was difficult due to the anatomy. A s the physician was maneuvering the second clip, they inadvertently caused the first clip to detach from the posterior leaflet, remaining to only the anterior leaflet. The physician was able to successfully position the second clip to stabilize the first clip and also reduce mr to grade 1-2.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3- 4. One clip was deployed without issue. A second clip was advanced into the anatomy. It was also noted that imaging was difficult due to the anatomy. As the physician was maneuvering the second clip, they inadvertently caused the first clip to detach from the posterior leaflet, remaining to only the anterior leaflet (single leaflet device attachment/ slda). The physician indicated the slda may have been due to a lot of tension on the clip from difficulty steering due to the patient anatomy including a rotated heart. The physician was able to successfully position the second clip to stabilize the first clip and also reduce mr to grade 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported damaged by another device (dislodged) is related to procedural conditions, and due to the second clip interacting with this first implanted clip and contributing to the single leaflet device attachment (slda) of this first implanted clip. Other contributing factors for slda per the physician were due to a lot of tension on the clip from difficulty steering due to the patient anatomy including a rotated heart. Physical resistance/sticking associated with tension on the clip and difficulty positioning/steering the device were related to patient conditions (rotated heart). Image resolution poor is related to patient and procedural conditions associated with imaging being difficult due to rotated heart axis. There is no indication of a product issue with respect to manufacture, design or labeling.